Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant high thresholds were noted when it comes to this right atrial (ra) lead, attempting to reposition the lead was not possible at it was not possible to extend the helix of the lead. A new lead was used. The lead will not be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that this lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and the stylet was still in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil was fractured at the inner coil near the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.